Event description:
The device reportedly displayed a service light and would not charge the defibrillator. Several defibrillation countershocks were delivered to the pt before the service light came on. A back up device was obtained and treatment was continued. There was no adverse effect to the pt as a result of the reported event. The pt's outcome and details were not reported.